Event description:
It was reported that the patient called for assistance to setup the patient mobile monitor (pmm) but kept receiving an error stating the insertable cardiac monitor (icm) could not be located. Boston scientific technical services (ts) provided troubleshooting guidance, during setup, the pmm was unable to connect with the icm or start communication. The pmm was confirmed to be connected to wi-fi and active in the system. Updates were pushed, but the issue remained unresolved. The patient was referred to the clinic for further evaluation of the icm. No adverse patient effects were reported. This icm device remains in service. This device has not been returned for analysis. A review device diagnostic data by boston scientific personnel noted evidence the device was not functioning as expected. The complaint allegations have been confirmed; however, a cause could not be established. Additional information was received; this insertable cardiac monitor (icm) was explanted. No additional adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted. Good faith effort attempts were made to try and retrieve (B)(6). As of today, requested information has not been received. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This insertable cardiac monitor (icm) device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Neither visual examination nor x-ray examination of the device identified anomalies. An attempt was made to interrogate the device, and it was noted the icm could not be communicated with. Stored latitude data was reviewed and assessment of it found the device to be depleting prematurely. The device case was removed to facilitate inspection and testing of the internal components. The battery was removed and replaced with an external power source. The current drain was measured and found to be normal. The battery was forwarded for detailed analysis. This analysis identified a latent current leakage path within the battery that resulted in the communication issue. A review of the device history record (DHR) was performed. The review of the DHR identified that there were no process related non-conformances, scrap, or rework performed during the production that could explain the event. The reviews ensure each device meets specification prior to release for use. There is no indication the device manufacturing process contributed to the reported complaint. Review of labeling determined that the complaint situation was listed in the manual. There was no indication in the complaint that the product was not used in accordance with labeling. The manual was unlikely to be the cause of the reported complaint; translation, wording, or graphics does not require further review. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of "cause traced to device design".

Event description:
It was reported that the patient called for assistance to setup the patient mobile monitor (pmm) but kept receiving an error stating the insertable cardiac monitor (icm) could not be located. Boston scientific technical services (ts) provided troubleshooting guidance, during setup, the pmm was unable to connect with the icm or start communication. The pmm was confirmed to be connected to wi-fi and active in the system. Updates were pushed, but the issue remained unresolved. The patient was referred to the clinic for further evaluation of the icm. However, upon receipt of subsequent information, it was confirmed that the insertable cardiac monitor (icm) had been explanted. No adverse patient effects were reported. This icm device has been returned and analysis had been completed.